Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was continuously rebooting. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse inserted a service hardware key to check the system configurations and logged out after that the system was rebooting continuously. To resolve the issue fse tried to store the pr log data, shut down and turned the system on but still, the same error occurred. The system was rebooted continuously for 20 minutes and after this issue was resolved automatically. The fse concluded that the actual issue was with azurion software, and it was installed on planned maintenance. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion 7 b20 system was continuously rebooting. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.